Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported bg high about 3 hours after a supply change. Agent suspected site placement into scar tissue, instructed site replacement and tubing/cannula steps, and advised hydration. On (B)(6) 2025, the user reported bg 309 mg/dl and completed another site change, after which bg began falling and the user felt well. Highest blood glucose (bg) recorded was 300 mg/dl. Bg was corrected with supply change. No symptoms were reported during the event. No prolonged out-of-range period, outside assistance, or medical intervention was required at the time of call.